Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was not using their device anymore as it was not working for their symptoms. Patient stated that they never got the results they had hoped for and was catheterizing every 4-6 hours. Patient said that they will try to watch what they were drinking, so if patient was drinking a lot, they would catheterize every 3-4 hours and if they didn't drink a lot, they would cath every 6 hours. Patient had tried all 4 programs and still hasn't seen any results. Patient advised to follow up with their healthcare professional (hcp) however their hcp has retired. No further complications were reported.